Event description:
The pt underwent lar procedure with a diverting ileostomy due to a rectal cancer. The anastomosis was created using the car. On pod 7, the pt presented with symptoms of dehydration and abdominal pain. A CT scan performed on pod 13 showed the ring still in place. The pt still reported symptoms of severe abdominal pain. On pod 20, the pt came back again complaining of severe abdominal pain. At that time, the ring was manually removed by the surgeon in the operating room. Observation of the ring showed an area of necrotic tissue on an outside perimeter portion. When the dr palpated the rectal stump he could feel an area of defect where that necrotic tissue had been. The pt remained diverted and placed on antibiotics so that the defect could heal. According to the surgeon, the pt felt completely better the next day.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd; 3005278776) and the importer (b(4), as niti surgical solutions, ltd serves as the designated complaint handling unit for both facilities. The production history file was reviewed, indicating that the device was released according to the product specs. The ring was returned and evaluated. No failure was detected and the ring was found to be within its spec. Although the occurrence of a leak or abscess was not confirmed, anastomotic leakage is one of the most common complications of colorectal anastomotic procedures, and the current cumulative leak rate found with the use of the car device is within the range reported in the literature for anastomosis devices.